Event description:
It was reported that t:slim x2 pump battery would not charge, which led to pump shutdown and inability to turn pump back on, and caller noted power source alert and shutdown alarm prior to the event. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing charging supplies, and technical support informed caller that insulin on board and maximum hourly bolus were reset and that cgm sessions needed manual restart after shutdown, advised caller to monitor pump and call back if issue persisted, and caller understood these instructions.